Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that the inner sterile sachet containing powder was damaged, and the powder was spilled. No patient injury or delay in the procedure occurred. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Device history record (DHR) was reviewed and no discrepancies were found. No product has been returned, by consequence the issue cannot be confirmed. Corrective action was previously initiated related to this issue . A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.